Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is likely error code b40 occurred due to a defect of the main board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition, evaluation found a cracked front panel and scratches on the top cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, video system center, to the olympus service center with no complaint. Upon inspection and testing of the returned device, b40 error was observed due to a faulty main board. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.